Manufacturer narrative:
Pump analysis: analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Catheter analysis: analysis of the catheter revealed the catheter body was broken. The catheter body had a hole or tear caused by the catheter connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, lot# unknown, explanted: (B)(6) 2016, product type: catheter.

Event description:
The catheter model was reported.

Manufacturer narrative:
Conclusion code no longer applies to this event. Conclusion code applies to the pump. Conclusion code applies to the catheter as does the following: recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID neu_unknown_cath, lot # unknown, explanted: (B)(6) 2016 - product type catheter. (B)(4).

Event description:
On (B)(4) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (10 mg/ml at a dose of "6 mg/ml") via an implantable pump for an unknown indication for use. On (B)(4) 2016, the pump was interrogated with the n'vision programmer (8840) by the patient's clinic and it showed a motor stall alarm. The patient was feeling unwell and nauseous. It was reported the patient had a fall from a ladder on (B)(6) 2016, prior to the alarm that may have lead to the event. Additional information was received on 2016-04-19. It was reported the patient had been booked in to have their pump replaced due to the pump stall "around (B)(6) 2016." Pump logs showed the pump had not restarted and a message showed "stopped pump period may exceed tube set." The hcp attempted to access the catheter access port (cap) on (B)(6) 2016 to inject radio opaque dye to check the catheter integrity. The hcp was unable to do this under x-ray so they opened the pocket to access the port. The hcp was unable to push fluid in this way so they cut the catheter to try and push dye in via a syringe. After cutting the catheter, the catheter retracted into the patient's abdominal cavity and the hcp could not retrieve it. The hcp stated that the catheter looked blocked and may have been broken as there was a small amount of brown tissue nearby. The case was abandoned due to insufficient time to replace the catheter and the pump. The catheter (pump section and connector) and pump have been retained for analysis. The patient was being managed with tds oxycontin (20 mg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, lot#unknown, explanted: (B)(6)2016, product type: catheter. UDI# (B)(4) if information is provided in the future, a supplemental report will be issued.